Event description:
Subsequent to the initial medwatch report it was indicated that a 6fr. Sheath was used during the attempted deployment of the proglide device during preclosure. The correct information is that a 5fr. Sheath was used during such attempt. No additional information is available.

Event description:
It was reported that a physician attempted pre-closure of a common femoral artery prior to an abdominal aortic aneurysm procedure (aaa) using proglide devices. Reportedly, the physician planned to pre-deploy three proglides to close the arteriotomy at the end of the aaa procedure. During suture deployment one of the proglide devices was attempted and when the plunger was retracted from the device, the suture was not present. The device was removed and another proglide was used deploying the sutures successfully. Once the index procedure was completed, the sutures were used to close the arteriotomy and hemostasis was achieved. A 6 fr. Sheath was used during the pre-closure procedure and upsized to 8 fr, 12 fr and 20 fr to perform the index procedure. It was indicated that 24 hours after the aaa procedure the patient died. The hospital declined to provide the cause of the death but indicated not related to the reported experienced with the proglide device, but related to the aaa procedure performed. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 5f, 8f, 12f, 20f. Guide wire: 3 terumo. Other: gore endoprothesis excluder. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated a posterior cuff miss, as evidenced by the posterior cuff remaining in the foot pocket after needle deployment. This finding confirms the report received of suture not present during plunger retraction. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The most likely cause for the reported experience was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.